Event description:
It was reported that the ventilator quit working with no audible alarm while connected to a patient. The patient was placed on a back-up ventilator. No patient harm reported.

Manufacturer narrative:
Na